Event description:
The pt was a male. The target lesion was the proximal left anterior descending artery (lad). The lesion was a de novo, slightly calcified and slightly tortuous. There was 90% stenosis. After engaging the guide catheter (zuma2 sl5 8fr sh) and crossing a guide wire (runthrough or renate), a cypher (3.5/18mm) was inserted into the y-connector. However, the physician felt a large amount friction at the aortic arch even though the stent delivery system (sds) was delivered smoothly before reaching the arch. He removed the sds slowly and found that the stent was flared at the distal end. Therefore, a different cypher (3.5/23mm) was implanted safely instead, and the procedure was finished. There was no reported pt injury. The products were clinically used and will be returned for the analysis.

Manufacturer narrative:
This product is distributed outside the united states. However, it is similar to the us distributed drug-eluting stents. The product has been received for evaluation. However, the engineering analysis is not yet completed. Add'l info will be submitted within 30 days of receipt.